Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable due to "flipping" which resulted in the inability to charge (date of event is unknown). As a result, the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention. At this time, the device information is unknown (the patient has 2 scs systems).